Event description:
A male pt received two cypher select plus stents in 2007. On eight months later, the pt collapsed suddenly and died. It is not known if the death was cardiac or non-cardiac. An autopsy was not performed.

Manufacturer narrative:
This device is distributed outside the us; however it is similar to the us prod. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01125. The prod remains implanted in the pt, and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.